Manufacturer narrative:
Pump passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/ compromised force sensor system and excessive no delivery test due to motor error alarm. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received no delivery and motor error. They experienced hyperglycemia and was treated with insulin pump. They were able to rewind the insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. They did not allege that the insulin pump was under delivering. The drive support cap appears normal. The other symptoms were difficulty in breathing and dry mouth. The insulin exited at the quick release. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.